Event description:
We have noted the strain relief part of the power cord on several pumps (6) found in preventive maintenance procedures where the cord is pulling out of the molded strain relief. Biomed has been replacing these cords.